Manufacturer narrative:
(B)(4). Catalog number is the similar us list number; the international list number is unknown. It was unknown if the device involved in the event was replaced, discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was diagnosed with buried bumper syndrome and was hospitalized for treatment. No further information was available.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 28 jan 2020: on (B)(6) 2019 the patient was discharged from the hospital. On (B)(6) 2019 after being discharged from the hospital for one day surgery to remove the peg-j tubing, the patient was switched to oral therapy.